Event description:
The device was returned after being explanted for normal battery depletion. The device was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the device was returned to for battery depletion after 69 months of implant and sent to the (B)(4) at (B)(4) for analysis per procedure. The battery had a room temperature open circuit voltage of 2.607 volts. Following this, an initial destructive analysis (da) was completed to assess the condition of the anode separator enclosure and the amount of lithium deposition. (B)(4). The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure but no lithium material near the cathode tab or exposed cathode material. Based on this analysis, the battery and device were included in (B)(4). No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.